Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, the device auto-trigger on the device. The manufacturer's service technician evaluated and determined the active exhalation control module (aecm) was causing the issue to occur on the device. The manufacturer's service technician replaced device's aecm to address the issue. Additional findings not related to the malfunction/issue the manufacturer's service technician proactively replaced the following part on the device: pollen filter. After all parts were replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks. The manufacturer's service technician determined the device was operational, and it was cleaned.